Event description:
It was reported that the customer was hospitalized with low blood sugars. Troubleshooting indicated the device was functioning properly. Suggested contacting doctor regarding other possible causes.